Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 7 months. The patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. The patient remains on lvad support. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient developed a driveline infection with secretion, and was admitted to the hospital on (B)(6) 2017. On (B)(6) 2017, cultures were positive for pseudomonas aeruginosa. The patient was treated with unspecified antibiotics. A CT scan of the driveline exit site and upper abdomen showed minor edematous changes of the abdominal wall. There was no evidence of deep-reaching inflammation or abscess. On (B)(6) 2017, patient had a normal temperature of 36.4 celsius. No additional information was provided.